Event description:
It was reported that the device won't turn on. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
Additional information added to: created supplemental emdr to add g3 awareness date - investigation complete sign off of may 24, 2021.

Manufacturer narrative:
Additional information: d8, d9, h3 the affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed. H3 other text : the affected device has been received and an evaluation is pending.

Event description:
It was reported that the device won't turn on. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
Additional information added to: d8, e2, g2 for biomed as health professional. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that the power button on keypad unresponsive; front case with keypad replaced. Software version as found 9.33.1; as left 9.33.1. Handles missing; handles replaced. Battery pack cracked along screws; battery pack replaced. Display had dimmed segments on screen; display replaced. Right iui had corrosion on pins; right iui replaced. The failure code other was used to track the alaris pump software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. Based on the findings, service determined that the probable root cause of the reported issue was due to electrical failure of the keypad. A review of the device history record showed the device had a manufacture date of 21jun2014. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(6) did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device won't turn on. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation. Device return expected, but not yet received.

Event description:
It was reported that the device won't turn on. No additional information was provided. There was no patient involvement.